Event description:
It was reported that coil embolization was performed to treat an anterior cerebral artery aneurysm. A non-boston scientific guidewire perforated the aneurysm prior to an attempt to deploy coils. The coil embolization was then performed with heparinization "turned back". A coil was successfully deployed as a framing coil. Subsequently, three non-boston scientific coils were successfully placed. The physician then attempted to deploy another coil, however, it caught on the microcatheter. Upon removal of the coil, it was noted that the coil pgla appeared to be "peeled up". The physician attempted to place another coil, however, it caught on the microcatheter as well. The physician discontinued the procedure at this point.